Event description:
According to the reporter, they could not remove probe from the patient's nose. Multiple attempts by gastroenterologist to remove probe after (B)(6) spray and repositioning of probe and patient. The patient's complaints were sore nose and throat. Sent to radiology where attempts were made under fluoroscopy; also the radiologist tried placing a removable device over the probe to allow it to create a barrier between the nostril and the probe itself with no success. X-rays were needed and finally the patient needed to be placed under sedation for egd. The probe was able to be removed. The patient was contacted the next day and is now doing well, and the sore throat was subsiding at the time of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.